Event description:
The customer reported that the nav ring was unresponsive. The customer contacted product support. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
The navigation ring replacement will resolved the issue.

Manufacturer narrative:
The customer contacted product support to report the navigation ring issue. Replacement of the front bezel was recommended. An onsite work order was created. Previous investigations have shown that liquid ingress, due to variability of the assembly process, is the root cause of navigation ring failure. Multiple good faith efforts were made to obtain further information regarding the device evaluation, repair, and operational status but there was no response from the reporter. If additional information becomes available at a later date, a supplemental report will be submitted.